Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu/erbe) involved with this complaint and completed the device evaluation. The following additional information was obtained from the original equipment manufacturer (OEM). The erbe was reconfigured from 230volts to 115volts, and 4-amp fuses were replaced with 8-amp fuses. During initial investigation, an error c-34 was generated on startup. Troubleshooting led to a malfunctioning high frequency generator printed circuit board (pcb). Once replaced, the mentioned error ceased. Unrelated to the reported issue, the top cover has dents and was replaced. During the servicing, the equipment was calibrated, and a technical safety check was performed to verify that the equipment met specifications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive the erbe generator and performed the failure analysis. The erbe was placed on an in-house system and was run in normal mode. The reported failure was reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the integrated electrosurgical unit (iesu) generator to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) requested the return of the iesu for further evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) along with customer in conference call to report that customer was facing error with integrated electrosurgical unit (iesu) generator during monopolar activation. The customer reported error c-3f, c-00, c-33 and m-31 and tried restarting and changing energy cable. The tse suggested for hard power cycle, but the issue persisted. The tse suggested customer to use third-party generator. The procedure completed with the 3rd party generator with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.